Event description:
During a surgical procedure a cautery accessory cable began to spark. The cable was disconnected and taken out of service. There was no injury to the physician or the patient. Inspection of the cable afterwards found it to be damaged at the connection to the handpiece. The conductors of the cable were cut in half. It is suspected that the cable was weak and when used for cauterizing it sparked and cut in half. The cautery unit itself was tested and found to be operating according to specifications.